Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated he disconnected the heater bag and reconnected another bag. The baxter technical service representative (tsr) explained the setup was then compromised and the hp understood. The tsr advised the hp to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance received a call from the home patient on (B)(4) 2012 and he was able to resume therapy after starting over with new supplies. He had already discussed with the tsr the proper aseptic procedures for starting over. Then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product during the fill stage, where the home patient stated he disconnected the heater bag and reconnected another bag. This complaint is confirmed because replacing disconnected solution bags is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident.